Manufacturer narrative:
(B)(4) is being considered a duplicate of (B)(4). Please refer to (B)(4) and MDR 121218950-2019-03565 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-03565.

Event description:
It was originally reported to philips that the device had a auto test failure. It was discovered that this report is a duplicate of (B)(4); the reported problem in (B)(4) was that the device is stuck in service mode. There is no patient involvement.

Event description:
It was reported to philips that the device had a auto test failure. There is no patient involvement.